Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported receiving a no delivery alarm on the insulin pump followed by a button error alarm. Customer stated that when attempting to bolus the numbers would keep scrolling up. Customer also mentioned receiving a battery out limit alarm. No further information reported.